Event description:
Customer called to report system pressure alarms. Name and function of complainant: same as reporter. Customer called to report system pressure alarm during treatment procedure. Cts was able to walk customer through system pressure alarms. Customer then noted, at 1400 ml whole blood precessed, there were two layers of red blood cells. There were red blood cells above and below the buffy layers. The customer did not report receiving any temperature alarms during the treatment. The customer consulted with a therakos trainer and was asked if this could be possible hemolysis. The customer stated that they were not sure if it was hemolysis. The trainer recommended the customer abort the treatment procedure and not return blood or products to the pt, if customer thought it was hemolysis or was unsure. The customer opted to abort and not return any products to the pt. The pt was transfused one unit of blood after the treatment was aborted. Customer submitted a photo for investigation.

Manufacturer narrative:
Batch record review of lot b341 was conducted. There were no non conformances associated with this lot. This let met all release requirements. A complaint lot review was conducted. There were no other complaints for system pressure or unexpected hemolysis reported at the time of the investigation for this lot. No trends were detected. This assessment is based on information available at the time of the investigation. The instrument appears to have performed as intended. However, since no product will be returned by the customer and the photo investigation is ongoing, a root cause cannot be determined. (B)(4).